Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip. No number ramping or scroll bar anomaly was noted on the display.

Event description:
The customer reported having issues with the insulin pump. The caller attempted to enter the carbs, it kept increasing and finally stopped. The caller stated having issues with up and down arrow. The blood glucose reading was 90mg/dl. The customer was vacationing and did not have a back up plan. No further information was provided.